Event description:
It was reported that the cerclage wrenched off during surgery. There was a delay of 10 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a broken dall miles 2.0 cable was reported. The event was confirmed. Material analysis indicated most of the strands of the cable have been cut using a tool. The tool used is unclear. No patient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that most of the strands in the dall miles cable have been cut with a tool. The tool that was used is unclear. The surgical protocol states, ¿do not use an ordinary wire cutter because a long tag may be left and may cause soft tissue irritation.¿ since the wire has been cut, and did not break or fracture, the event is user related.

Event description:
It was reported that the cerclage wrenched off during surgery. There was a delay of 10 mins.